Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged copd asthma, emphysema, breathing difficulty, put stuff on lungs. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported on this device in MDR 2518422-2021-07003. This report is a duplicate report of MDR 2518422-2021-07003.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused copd asthma, emphysema, breathing difficulty. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed dust/dirt contamination on top and bottom enclosures, sd cover flip door, accessory module flip door, ui panel, rear panel, blower box, blower, blower outlet seal, rear panel o-ring, p4 power connector, dc jack color insert. The keypad on the top enclosure is broken. Discoloration on blower box. Unknown contaminate on the inside of the top enclosure, inside ui panel, and inside rear panel. Possible corrosion on p4 power connector. Liquid ingress was observed on the blower, blower box, and possibly p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was not observed in the base unit., but observed dust/dirt contamination, evidence of liquid ingress was observed and a contaminate consistent with keratin was observed on the blower box. Possible corrosion on p4 power connector. Section h6 were updated in this report.